Event description:
The facilty's technician reported an infusion pump with fail code 528. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.